Event description:
Note: this report pertains to spyscope ds access & delivery catheter and spyglass digital controller that were used in the same patient and procedure. It was reported to boston scientific corporation that spyscope ds access & delivery catheter and spyglass digital controller were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the device could not show image clearly. The procedure was not completed due to this event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to report the upn and serial number; therefore, the unique identifier (UDI) #, manufacture date, and expiration date are unknown. Block h6: imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.